Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no reading occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient reported experiencing no readings, brief sensor issues, or sensor errors on the receiver between 1-3 hours on the 8th day after the sensor was inserted in the abdomen. On (B)(6) 2025 during this period, the patient exhibited symptoms of trembling and instability while walking, eventually resorting to crawling due to an inability to stand properly. Upon checking the receiver, the patient found no readings displayed. In an attempt to alleviate the symptoms, the patient drank juice but did not perform a fingerstick test at the time. After consuming the juice, the patient felt better within a few minutes and did not seek emergency assistance. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.